Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full), salpingctomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the dyspareunia and menorrhagia had resolved. The reporter considered dyspareunia and menorrhagia to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6) 2006 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2006: essure confirmation not specified: bilateral occlusion. On (B)(6) 2019: pfs received. New reporter added. Category of case changed to incident. Event injury is replaced by new events dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding) were added. Lab data were addd. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.